Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) reviewed the therapy settings with the home patient (hp). The tsr was informed by the hp that they setup the machine to perform only to perform the initial drain and then they turn off the machine. The hp comes back to the machine at a later time and starts therapy over using the same supplies and bypasses the initial drain. The tsr explained the hp would have to start over with a full new set of supplies and to speak to the peritoneal dialysis (pd) registered nurse (rn) about high dose dial therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error, reuse of singe use product was confirmed because the home patient (hp) performs therapy to fill 1, disconnects, then comes back at a later time and reconnects with the same supplies to complete therapy. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.